Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found a stain on the surface of the blood collection device. The following information was provided by the initial reporter. The customer stated: "when the nurse was about to collect blood from the patient, after opening the package of the disposable arterial blood collection device, she found a stain on the surface of the blood collection device. Immediately stop using the arterial blood drawer and replace it with a new arterial blood drawer of the same origin, the same model, and the same batch number."

Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode."

Manufacturer narrative:
The following fields have been updated: 2 photos were provided for re-investigation. Imdrf annex b grid (1): b15 - analysis of data provided by user/third party. Imdrf annex c grid (1): c16 - manufacturing process problem identified. Imdrf annex d grid (1): d15 - cause not established. "Material #: 364314. Lot/batch #: 2041495. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found a stain on the surface of the blood collection device. The following information was provided by the initial reporter. The customer stated: "when the nurse was about to collect blood from the patient, after opening the package of the disposable arterial blood collection device, she found a stain on the surface of the blood collection device. Immediately stop using the arterial blood drawer and replace it with a new arterial blood drawer of the same origin, the same model, and the same batch number.".